Event description:
A review of the pt records reveale donly one pt experienced a decrease of 2 lines bscva in both eyes. This medwatch is for the left eye (os). MDR #1061857-2006-00188 is for the fellow eye. At 6 months post-op, this pt complained of poor night vision, halos at night and described vision 'like film over both eyes'. Thirteen months following inital lasik surgery, this pt underwent a custom treatment in both eyes. At the 4 month post-op (custom enhancement surgery). Bcva was 20/20-0s. At 1 year post-op, custom enhancement (2 years post-op initial lasik), this pt's bcva was 20/30 os, a two line decrease from prep-op initial lasik. Pt reported vision was very hazy and night driving was still difficult.